Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter and test strips. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for erratic blood glucose test results. Care taker is calling on behalf of the customer. The customer is concerned with tests results from results obtained of 124mg/dl and 157mg/dl after running back-to-back blood tests; customer tested on same hand and two different fingers. The customer's expected fasting blood glucose test result range is 150mg/dl to 300mg/dl. The test strip lot manufacturer's expiration date is 07/18/2018. Test strip vial opened two weeks ago. The meter memory was reviewed for previous test result history (date / time not set): reviewed meter memory: (B)(6). No recent changes in diet, exercise, or medications. No adverse event reported.

Manufacturer narrative:
(B)(4). Product does not returned for evaluation yet. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for erratic blood glucose test results. Care taker is calling on behalf of the customer. The customer is concerned with tests results from results obtained of 124mg/dl and 157mg/dl after running back-to-back blood tests; customer tested on same hand and two different fingers. The customer's expected fasting blood glucose test result range is 150mg/dl to 300mg/dl. The test strip lot manufacturer's expiration date is 07/18/2018. Test strip vial opened two weeks ago. The meter memory was reviewed for previous test result history (date / time not set): reviewed meter memory: (B)(6). Memory concerns: 124mg/dl, 157mg/dl. No recent changes in diet, exercise, or medications. No adverse event reported.